Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that they were told a few different things as for the cause of death, but it was natural causes. The customer's doctor had indicated to the customer's daughter that the customer may have gone into dka. The customer was found at home, by the paramedics. The customer's blood glucose was very high, somewhere above 1500 mg/dl. The customer had become ill on (B)(6) 2015; he developed pneumonia after being in the hospital for ten days. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; he had been disconnected for three weeks. The doctor had removed it from the customer while the customer was unconscious. The caller doesn't know if the customer used sensors. The caller declined returning the insulin pump for analysis. The caller declined uploading to carelink.